Manufacturer narrative:
The insulin pump returned with scratch on display window. No crack around the case noted. The insulin pump's display functioned properly. No "0" on display noted.

Event description:
Customer's sister called to report a hospitalization due to low blood glucose. The current blood glucose reading is 238 mg/dl. Customer fell due to low blood glucose, insulin pump has cosmetic damage. The blood glucose reading at the time of the event was 24 mg/dl. Customer was taken to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.